Event description:
The pt was hospitalized for elevated blood glucose levels. The pt reported that the pump keypad cover was missing and the enter button no longer functioned. The pt stated that she was unable to use the pump and had no alternate means of insulin administration.

Manufacturer narrative:
The pump was returned to animas for eval. Eval confirmed the pt complaint that the keypad was damaged but demonstrated that pump insulin delivery was operating within required specs and delivery accuracy.